Manufacturer narrative:
The initial medical device report was submitted (2938836-2014-18887). Lithium clusters were observed during the analysis. No additional analysis is necessary.

Event description:
It was reported that during the routine follow up, the device found to be in back up vvi mode. Device was explanted and replaced. Patient condition was well after the event.